Event description:
It was reported that the customer's pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. The customer has indicated that the pump has resumed functionality, with both charging and computer recognition restored, although a plate is not securely held by the screw. A replacement pump is expected to be received, and the faulty device is anticipated to be returned for further inspection.